Event description:
Related manufacturer reference number: 2017865-2022-01246. It was reported that the patient presented in the emergency room due to receiving a shock. Review of an x-ray and device interrogations revealed that the right atrial lead and the right ventricular lead were dislodged due to twiddlers. The physician elected to explant and replace both of the leads. The patient was in stable condition.